Manufacturer narrative:
The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment and a review of the logs. Inspection of the equipment noted that the contact pins on the inhalation flow sensor were deteriorated. The flow sensors were replaced.

Event description:
The hospital reported the unit was not passing the preoperative checkout. There was no report of patient involvement.